Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the back cane, height adjustale steppers came away from the seat assembly, end user is very active and the end user had someone else weld the chair together and now it the weld is coming apart.